Manufacturer narrative:
Other text: returned device was received with the manometer is slightly skewed. During the evaluation of the device the customer reported condition was not confirmed. No fault found based on eval. Problemsource. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during transport of a patient while using a smiths medical pneupac parapac ventilator, the unit was reported to turn off. The patient's oxygen saturation dropped to the 70's requiring bagging. No further adverse effects were reported.